Event description:
Event description guidant received information that during an implant procedure for this bi-ventricular pacemaker, an ablation procedure was also performed. Just after the completion of the ablation, a long pause in pacing was noted where there was no output from the device nor the ablation catheter. The electrograms were flat and no markers were displayed. The device was interrogated and pacing appeared to be normal. The device was then programmed to vvi, and pacing was again present with the appropriate markers displayed on the electrogram. However, the physician did note that after the device started pacing, he observed one skipped beat.